Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Reportedly the customer was nauseous. A correction bolus was delivered to address bg. Customer updated their settings to address the event.